Event description:
It was reported that during a percutaneous coronary intervention (pci) procedure, a balloon rupture occurred. The 99% stenosed target lesion was located in the moderately tortuous right coronary artery (rca).the 15mm x 2.5mm maverick balloon catheter was advanced into the patient. During the first inflation, the maverick balloon ruptured at 10atms. The device was removed and the procedure was completed with another device. No patient complications were reported and the patient's status is good..

Manufacturer narrative:
Device evaluated by MFR: the complaint device was not returned for analysis; therefore a failure analysis of the device could not be completed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors.(B)(4).